Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event. (B)(4).

Event description:
Additional information: it was reported that the catheter was implanted in (B)(6) 2011 and explanted in (B)(6) 2011. The patient was experiencing underdose symptoms and no effect from the system. The patient was very mobile and had involuntary movements due to severe spasticity. After the revision of the catheter the system functioned "well" again.

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2013-00497: [it was noted that the patient was very mobile and had had his catheter replaced before in 2011.] Additional review determined it was a separate event. The device system was delivering baclofen. Additional information has been request, a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8780, serial# unknown, explanted: 2011-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Supplemental sent to correct patient codes. (B)(4).